Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant in had a impella cp support for 7 days for a patient admitted in with cardiogenic shock and cardiomyopathy. The impella cp was weaned and explanted. The team then powered the automated impella controller down but the powering down failed. There was no harm to the patient.

Manufacturer narrative:
The investigation for the automated impella controller (aic) shutdown issue has been completed. The console logs from the reported event date aligned with the complaint of inability to shutdown. The pump was disconnected (twice) and the user then requested a shutdown of the console. However, the shutdown sequence failed due to unavailable resources. The logs indicated a real time logger error message. Subsequently, the pump was reconnected to the aic, then disconnected twice, but the aic remained unresponsive. The aic attempted to shut down, displaying a black screen, but was unable to complete the shutdown process. Further investigation revealed that the rlm was frequently rebooting, which likely caused the aic to repeatedly attempt to restore the rlm data streaming connection, resulting in multiple copies of the usb driver process being created. This created a aic software resource shortage. The rlm logs indicated potential issues with the microsd card. The console was tested, but the issue could not be reproduced. Additionally, no power supply interruptions were detected between the power battery manager and the 4-in-1 assembly. The issue with the aic not shutting down correctly was identified as a software anomaly by software subject matter experts. The root cause of the aic's inability to shut down was due to an aic software anomaly. D.4 revised unique identifier (UDI) # as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-25033. D.9 revised date device returned to manufacturer as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-25033. G.1 revised reporting contact email as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-25033. H.4 revised device manufacture date as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-25033.